Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the proximal clevis. Broken pieces are missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding the broken wrist of the instrument and the device not functioning was confirmed by failure analysis.

Event description:
It was reported that the permanent cautery hook instrument wrist was broken and non-functioning. There was no report of patient involvement.